Event description:
The labeling that came with this automated filling system says that there are sterile 10 ml syringes with luer lock tip caps banded together with label material. In actuality, the syringes are 12 ml instead of 10 ml. This difference affected the calibration of the hospital's supply of syringe pumps.